Manufacturer narrative:
B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient stated they can't get the device to get the results no matter how high or low they increase the stimulation. Patient stated lately they can no longer fart anymore which they noticed when they first got the device implanted. Patient said it was easier to fart and now it's impossible. Agent reviewed therapy information and general programming guidance. Patient mentioned they have not tried different programs yet. Agent walked patient through how to change programs. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient also stated they saw eos today, they have been trying to change the settings and it is showing dr eos. Reviewed eos information and redirected to their doctor. The patient mentioned unrelated medical history. This included patient said their surgeon told them the stimulator should last 10 years. Additional information was received from the hcp. When asked if the eos was not caused by normal battery depletion and what steps would be taken to resolve the issue, the hcp reported "see note attac hed." In the medical notes, the hcp reported that the patient had been seen on (B)(6) 2025. The hcp reported that the patient had a non-functioning battery and was requesting and MRI compatible battery to be placed. They reported that the plan was to remove the device and replace it with an MRI compatible battery and lead. They reported that the surgery was scheduled for (B)(6), 2025.